Event description:
Customer was hospitalized with low bgs. Customer changed the infusion set this morning and believes the pump over delivered and the daily totals were inaccurate. Troubleshooting was conducted during the phone call and it was decided that a replacement would be sent.